Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that patient's implantable neurostimulator (ins) had been removed 10 days prior to the report due to stimulation being in the wrong location. It was stated that the patient was disappointed to learn that the lead was not removed along with the ins. It was stated that she had told her doctors that she wanted the device removed since her pain was then gone, and due to the lead moving after "she had been zapped at the airport", and to avoid compatibility issues with implanted devices. It was reported that when the ins had been explanted, the lead was embedded in the spine due to scar tissue build up.

Manufacturer narrative:
Product ID 7433, serial # (B)(4), implanted: (B)(6) 1992, product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1992, product type extension; product ID 3587a, lot # l21605, implanted: (B)(6) 1992, product type lead; product ID 3587a, lot # l21605, implanted: (B)(6) 1992, product type lead. (B)(4).